Event description:
Bed has no power.

Manufacturer narrative:
Technician tested voltage on pcb and replaced pcb assembly to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.